Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review for material # mzx5305 and lot # 24119055 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01nov2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxzero pressure rated extension set the following information was received by the initial reporter with the following verbatim. It was reported by the customer that when the technician attempted to flush the IV with ns prior to contrast administration the IV "leaked everywhere". Ed paramedic went to inspect IV and the connection between the IV catheter hub and the extension tubing would not properly thread; thus the IV was leaking anytime it was flushed.